Manufacturer narrative:
The customer claimed that the pump plug was melted and had an electrical failure. There was no indication regarding patient involvement. No injury was sustained. The plug was returned from the market for further evaluation by the manufacturer. The manufacturer conducted a series of tests to investigate the issue of melted power cord plugs. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted, and from that perspective was involved in the event. The product was not used for treatment when the event occured. The complaint was assessed as reportable due to melted power cord. No injury was claimed.

Event description:
The customer claimed that the pump plug was melted and had an electrical failure. There was no indication regarding patient involvement. No injury was sustained.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report. The device is distributed outside the us and no gudid information exists.